Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot. This incident is the same event as (B)(4).

Event description:
Allegedly, patient was revised due to mom complications: hemi-radical partial debridement with insertion of temporary antibiotic-laden spacer; infection and acetabular component loosening; left